Event description:
Physician discontinued the epidural when the patient complained of no pain relief. The medication in the IV bag was dilaudid 10 mg/250 ml. When the physician removed the bag, a 250cc volume was still in the bag. Pump stated that 196cc of narcotic medication had been given to the patient and 54cc was left to count. The anesthesiologist indicated that the pump was not the problem but that the way the bag was loaded into the pump and caused the tubing to be pinched off was the problem. There were no other blockages noted in the delivery path. Tubing did not appear to be kinked or clamped. [The anesthesiologist opined that the 250cc bag was really larger than what ob/gyn cases needed, and a smaller bag could perhaps have prevented these occlusion problems from occurring. The reporter added that the pump settings were not checked by the nursing staff since the anesthesiologist has the responsibility of loading the pump. Patient required pain medication via another route times three before pain was alleviated. It's reported that the pump was examined and tested in a preventive maintenance program with g.e. Medical systems before it was used. The device was not checked after the failure by the facility's biomedical equipment maintenance department. The reporter indicated that they think the pump is back in service and was not isolated at the time, since the anesthesiologist thought that the problem was how the bag was loaded into the pump, and not the pump itself. There is no history of problems with this model of pump at this facility, and the reporter stated there were no unusual activities or circumstances surrounding this event. The manual for the device does refer to the upstream occlusion sensor that is designed to minimize interruption of fluid delivery between the bag and the pump. There are no other references to occlusion sensors in the manual.